Event description:
The customer reported receiving a motor error alarm from the insulin pump. Customer was able to rewind the insulin pump. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 103 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: button error alarm due to moisture damage on button keypad traces. Pump passed displacement, rewind, basic occlusion, occlusion, prime/aa33 (compromised force sensor system alarm) and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unit had minor scratched display window and cracked reservoir tube lip.